Manufacturer narrative:
A customer reported that error e220 occurred and "improper link device connection" was displayed. The device inspection by oekg also confirmed the followings; the event reported by the customer was not reproduced. There was a defect in the printed circuit board. (B)(4) said that the defect in this board was the cause of the image defect and needed to be replaced. The device was installed on (B)(6) 2016 and has never been repaired. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) checked the device component change history and confirmed that it had made a design change to the printed circuit board for the event reported on april 16, 2018. The reason the design of the printed circuit board was changed was that the design of the operational amplifier circuit did not meet the specifications. This customer-owned device was before this redesign. Therefore, omsc guessed that the reported event was caused by the operational amplifier failure on printed circuit board. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device for repair at the service department of olympus (B)(4) and found that the endoscopic image did not appear. The device was tested in combination with evis exera I and evis exera ii endoscopes. There were no error messages. There was no report of patient injury associated with this event.